Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (batch no. 948839) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fracture of spine and asthma. Previously administered products included for an unreported indication: albuterol-advair. Concurrent conditions included infection nos. On (B)(6) 2012, the patient had essure inserted. In may 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), depressed mood ("hormonal changes - describe: she gets upset easily"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), acne ("rashes or skin conditions - type: acne") and depression ("psychological or psychiatric problems - condition: depression"). In 2014, the patient experienced dry eye ("vision/eye problems - type dry eyes. She keeps changing glasses or contacts. Her vision keeps changing"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue. Due to her weight gain she has felt very fatigue"), weight increased ("due to her weight gain she has felt very fatigue / weight gain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("abdominal cramping"), vaginal infection ("infection (bladder/urinary tract/vaginal) - type: vaginal infection") and headache ("migraines / headaches"). On an unknown date, the patient experienced migraine ("migraines"), anger ("angry") and dyspareunia ("pain during sexual intercourse"). The patient was treated with surgery (to remove the essure implant.). Essure was removed in 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine and weight increased outcome was unknown and the depressed mood, vaginal haemorrhage, menorrhagia, fatigue, dry eye, dysmenorrhoea, abdominal pain lower, vaginal infection, headache, acne, anger and dyspareunia had not resolved. The reporter considered abdominal pain lower, acne, anger, depressed mood, depression, dry eye, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion procedure: nickel coils were placed through the tubal ostia into the tubes via essure technique under direct visualization. The patient tolerated the procedure well.right ostia cannulated with essure device and 2 coils remained.left ostia annulated with essure device and 4 coils remained. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in october 2012: total bilateral occlusion ultrasound scan vagina - in october 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (batch no. 948839) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fracture of spine and asthma. Previously administered products included for an unreported indication: albuterol-advair. Concurrent conditions included infection nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), depressed mood ("hormonal changes - describe: she gets upset easily"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), acne ("rashes or skin conditions - type: acne") and depression ("psychological or psychiatric problems - condition: depression"). In 2014, the patient experienced dry eye ("vision/eye problems - type dry eyes. She keeps changing glasses or contacts. Her vision keeps changing "). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue. Due to her weight gain she has felt very fatigue "), weight increased ("due to her weight gain she has felt very fatigue / weight gain"), dysmenorrhoea ("dysmenorrhea (cramping) "), abdominal pain lower ("abdominal cramping "), vaginal infection ("infection (bladder/urinary tract/vaginal) - type: vaginal infection ") and headache ("migraines / headaches"). On an unknown date, the patient experienced migraine ("migraines"), anger ("angry") and dyspareunia ("pain during sexual intercourse"). The patient was treated with surgery (to remove the essure implant.). Essure was removed in 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine and weight increased outcome was unknown and the depressed mood, vaginal haemorrhage, menorrhagia, fatigue, dry eye, dysmenorrhoea, abdominal pain lower, vaginal infection, headache, acne, anger and dyspareunia had not resolved. The reporter considered abdominal pain lower, acne, anger, depressed mood, depression, dry eye, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion procedure: nickel coils were placed through the tubal ostia into the tubes via essure technique under direct visualization. The patient tolerated the procedure well.right ostia cannulated with essure device and 2 coils remained.left ostia annulated with essure device and 4 coils remained diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2012: total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2012: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 16-may-2018: pfs and mr received. Essure model changed to 305. Insertion detail added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) (batch no. 948839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fracture of spine and asthma. Previously administered products included for an unreported indication: albuterol-advair. Concurrent conditions included infection nos. In may 2012, the patient had essure (ess205) inserted. In may 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), depressed mood ("hormonal changes - describe: she gets upset easily"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), acne ("rashes or skin conditions - type: acne") and depression ("psychological or psychiatric problems - condition: depression"). In 2014, the patient experienced dry eye ("vision/eye problems - type dry eyes. She keeps changing glasses or contacts. Her vision keeps changing "). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue. Due to her weight gain she has felt very fatigue "), weight increased ("due to her weight gain she has felt very fatigue / weight gain"), dysmenorrhoea ("dysmenorrhea (cramping) "), abdominal pain lower ("abdominal cramping "), vaginal infection ("infection (bladder/urinary tract/vaginal) - type: vaginal infection ") and headache ("migraines / headaches"). On an unknown date, the patient experienced migraine ("migraines"), anger ("angry") and dyspareunia ("pain during sexual intercourse"). The patient was treated with surgery (to remove the essure implant.). Essure (ess205) was removed in 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine and weight increased outcome was unknown and the depressed mood, vaginal haemorrhage, menorrhagia, fatigue, dry eye, dysmenorrhoea, abdominal pain lower, vaginal infection, headache, acne, anger and dyspareunia had not resolved. The reporter considered abdominal pain lower, acne, anger, depressed mood, depression, dry eye, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in october 2012: total bilateral occlusion ultrasound scan vagina - in october 2012: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: mr received: reporter information updated. Product lot number, expiry date added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain ") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fracture of spine and asthma. Previously administered products included for an unreported indication: albuterol-advair. In (B)(6) 2012, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), depressed mood ("hormonal changes - describe: she gets upset easily "), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), acne ("rashes or skin conditions - type: acne") and depression ("psychological or psychiatric problems - condition: depression"). In 2014, the patient experienced dry eye ("vision/eye problems - type dry eyes. She keeps changing glasses or contacts. Her vision keeps changing "). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue. Due to her weight gain she has felt very fatigue "), weight increased ("due to her weight gain she has felt very fatigue / weight gain"), dysmenorrhoea ("dysmenorrhea (cramping) "), abdominal pain lower ("abdominal cramping "), vaginal infection ("infection (bladder/urinary tract/vaginal) - type: vaginal infection ") and headache ("migraines / headaches"). On an unknown date, the patient experienced migraine ("migraines"), anger ("angry") and dyspareunia ("pain during sexual intercourse"). The patient was treated with surgery (to remove the essure implant.). Essure (ess205) was removed in 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine and weight increased outcome was unknown and the depressed mood, vaginal haemorrhage, menorrhagia, fatigue, dry eye, dysmenorrhoea, abdominal pain lower, vaginal infection, headache, acne, anger and dyspareunia had not resolved. The reporter considered abdominal pain lower, acne, anger, depressed mood, depression, dry eye, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2012: total bilateral occlusion ultrasound scan vagina - in (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: plantiff fact sheet received. Events vaginal bleeding, menorrhagia, dysmenorrhea, fatigue; angry; vaginal infection, headaches, depression, acne; vision/eye problems; weight gain are added. Lab data updated. Concomitant & historical conditions and drugs are added. Product , patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in 2017. At the time of the report, the pelvic pain, genital haemorrhage and migraine outcome was unknown. The reporter considered genital haemorrhage, migraine and pelvic pain to be related to essure (ess205). Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.